Manufacturer narrative:
(B)(4). Product evaluation not performed at the time of the report. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/12/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Product codes updated.

Event description:
Consumer complaint of high blood results. Customer stated that the difference between his truetrack meter and his physicians meter is about 200 mg/dl. Customer also stated that his expected blood sugar range is between 135mg/dl and 170mg/dl. Blood glucose test was performed at the time of the call, resulting in 393mg/dl. Customer stated that he had cereal 30 minutes prior to performing this blood test. Reviewed that last six blood glucose results from the meters memory; all results listed below were fasting and without medication: (B)(6). No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer stated that he difference between his truetrack meter and his physicians meter is about 200 mg/dl. Customer also stated that his expected blood sugar range is between 135mg/dl and 170mg/dl. Blood glucose test was performed at the time of the call, resulting in 393mg/dl. Customer stated that he had cereal 30 minutes prior to performing this blood test. Reviewed that last six blood glucose results from the meters memory; all results listed below were fasting and without medication: 263mg/dl- (B)(6) 2014 at 10:12am; 269mg/dl- (B)(6) 2014 at 09:15am; 384mg/dl- (B)(6) 2014 at 07:39am; 321mg/dl- (B)(6) 2014 at 06:10pm; 414mg/dl- (B)(6) 2014 at 05:39. No adverse event reported.